Event description:
This patient is a 61 year old female who underwent an augmentation mammoplasty approximately 15 years ago. The manufacturer of the implants is unknown to this reporting facility. During a recent mamogram she noted a sudden pain in the right brast and has decreased sze of the left breast. The ruptured right implant seemed to consist of total salineinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.